Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient feels uncomfortable ¿shocking¿ in his ribs randomly. The patient reported he has been reprogrammed a couple times and nothing has helped. The patient states he had injection recently to try and help pain; stimulator was not ¿helping¿ and still rates pain at an 8. The patient states he turned stim off for a while and that there was not much change. The patient reported he will reach out to physician for possible x-rays. The patient reports no falls and impedances are all within normal range.